Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the liver parenchyma in a laparoscopic right hepatectomy, the stapler was able to fire but there was a poor staple formation and an incomplete staple line in the central part. There was a blasting nail formation. They used a new handle and reload to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.